Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that no additional diagnostics or troubleshooting was performed other than what was previously discussed. The cause for the motor stall was undetermined. The actions and interventions taken to resolve the issue was they were currently deciding where or not to simply explant the pump or replace it.

Manufacturer narrative:
H3: the pump was returned and analysis identified residue in the motor gear train. Destructive analysis identified the teeth on gear wheel three were worn. Medtronic developed a design change to reduce motor gear corrosion and received regulatory approval for the change. Medtronic began distributing pumps with this design change in january 2016. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine (unknown) (10 mg/ml at 0.481 mg/day) and marcaine (bupivacaine) (10 mg/ml at 0.481 mg/day) via an implantable pump for spinal pain. It was reported that the patient came into the clinic in withdrawal and having increased pain. The pump showed a motor stall on (B)(6) 2021. It was noted there was no electromagnetic interference (emi) or magnetic interaction to the pump. Discussed considering silencing the alarm, minimum rate mode programming, pump replacement, and sending the pump back for analysis. It was noted the hcp and the patient would make those decisions at a later date and would get him stabilized at this time.